Event description:
Subsequent to the initial medwatch report, additional information received: the suture lumens were still attached to the prostar xl device, but they were dislocated. There was no patient contact. No additional information was provided.

Event description:
It was reported during unpacking of a prostar xl device it was observed that the sutures were dislocated. No patient effects have been reported. It is unknown if the physician has been trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The green coiled suture lumen had been detached and was not returned; therefore, the reported dislocated suture lumen was not confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there have been no similar incidents of dislocated suture lumen incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.